Event description:
It was reported the patient (in (B) (6)) had a pectus support bar and lactosorb pectus stabilizer implanted on (B) (6) 2008. After discharge from the hospital on (B) (6) 2008, the right end of the bar began to protrude more and more. Patient was readmitted on (B) (6) 2008. Upon admission, a protruding bar end was seen on the right side of the thoracic wall with impending perforation of the skin. On (B) (6) 2008, surgical revision of the right side of the chest wall was performed with readjustment of the pectus bar to the thoracic wall. A new metal stabilizer was placed on the right side and a resorbable (lactosorb) stabilizer was placed on the left. On (B) (6) 2009, patient had to consult his attending family physician on account of painful alterations on the left end of the pectus bar. On (B) (6) 2009, patient was taken to the emergency room since the enlargement of the scar had occurred due to pressure conditions on the left side and the blister which had formed was perforated. On (B) (6) 2009, the pectus bar was removed.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Recall (B) (4) was initiated prior to receiving notice of this incident. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.